Event description:
It was reported that balloon rupture occurred. The procedure was indicated to treat an acute myocardial infarction. The target lesion was located in the severely calcified right coronary artery (rca). Debulking was performed using an unspecified size rotational atherectomy system then a 3.5mm x 18mm non bsc stent was deployed. Intravascular ultrasound was performed and it was found out that the recently implanted stent was not well apposed to the vessel. So the 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post dilation of the stent however the balloon ruptured at an unknown atmosphere before the pressure level was increased to rated burst pressure. The ruptured balloon was completely removed from the patient. The procedure was completed using a 3.50mm x 15mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).